Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection and functional testing were unable to be performed due to the device being scrapped before investigation. The root cause could not be determined, but the most probable cause for the force sensor error was due to the force sensor not operating as intended or being calibrated within specification. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).